Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker developed hematoma after implant and the blood pressure also dropped. Additional information indicated that the symptom was related to the implant procedure during getting the access. The pacemaker was explanted. No additional adverse patient effects were reported.